Event description:
Information received by medtronic indicated that insulin pump had button error alert and buttons were stuck sticky/non-responsive. Customer stated that insulin pump battery life is less, rejected new batteries, lost setting for date/time and replaced due to clear retainer ring. Also transmitter does not turn on. Troubleshooting was declined by customer. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer returned the device for alleged button error/unresponsive keypad, battery charge lasting less than expected, lost settings (date/time), and replaced due to clear retainer found on september 24, 20222. The device was received with a black retainer instead of the reported clear retainer and passed the sleep current measurement, active current measurement, self test and displacement test. Successfully downloaded the trace and history files using thus. All buttons functioned properly and no stuck button alarm during testing or could be found in the history files. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected failed battery test (battery failed) alarm or unexpected power related alarms noted during testing. A review of the history files reveals five (5) low battery alerts all are over the reported less than 7 days there was a change battery fault (replace battery) alert (02:39), a off no power (replace battery now) alarm (03:10), and a battery out limit (power loss) alarm (03:22) that had occurred, there were no excessive or unusual power/battery related alarms noted in the history files. The test energizer battery was removed from the battery compartment and reinserted several times, then powered the device off and then back on. All programmed settings were still present and the time/date did not reset. The device was cut open to perform a visual inspection. No evidence of physical damage or moisture damage were noted on the electronic assembly (electrical board 1 and electrical board 2), keypad flex tail, keypad dome switches, or keypad assembly during the visual inspection and the keypad connector on electrical board 1 was locked properly. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, missing display window cover, broken belt clip rails, stained keypad overlay, and pillowing keypad overlay. Button error/unresponsive keypad, battery charge lasting less than expected, lost settings (date/time), and replaced due to clear retainer are all not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.